Manufacturer narrative:
Nine (9) samples were received for evaluation with the aluminum foil peeled. A visual inspection with the naked eye identified the sponges were fully separated from the caps on the nine (9) samples. The reported issue was verified. The cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was sometime in (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were found fully separated from nine (9) minicaps. This occurred before use. There was no patient involvement. No additional information is available.